Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2018 due to a middle ear cholesteatoma. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Per the patient's surgeon, it was reported that the electrode array had extruded through to the external auditory canal.